Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was in the car and the altitude changed significantly. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem's technical support to confirm that the alarm was cleared; however, no additional information was provided.